Manufacturer narrative:
The root cause of the error is a software anomaly (B)(4) in software versions 2.0.1/2.0.2/2.0.3 (hi art 5.0.1/5.0.2/5.0.3). Accuray will be sending a field safety notice to all impacted customers. The software anomaly has been fixed in software patch 2.0.4 (hi art 5.0.4) and will be implemented in the field.

Event description:
A user notified accuracy of an issue encountered during daily qa. It was confirmed that a jaw communication issue occurred which could have caused an error in patient treatment delivery.